Manufacturer narrative:
The device was returned for analysis. The reported insufficient information was observed as a cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It is likely that an interaction with the patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed cuff miss. However, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an unspecified failure occurred with a prostyle device relative to an unspecified procedure. The method used to achieve hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Attached: user facility medwatch report #(B)(4).

Event description:
Subsequent to the previously filed medwatch reports, user facility medwatch report #(B)(4) was received, stating: "describe event or problem: device did not function, another device was used. Reported to supplier and rep picked up device. What was the intended procedure? Not provided. What problem did the user have? Device failed (e.g. Device broke, couldn't get it to work, or stopped working)".